Event description:
It was reported when the programmer was turned on it displays a system error then it shuts off. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer boots to an error and then shuts off. It was noted that the nylon standoff was broken and standoffs were in the wrong places. It was also noted that it was not possible to reimage the hard drive, no stylus was returned with the programmer, the upper case was damaged, and the system fan was noisy.